Manufacturer narrative:
(B)(4). Correction: (187% was corrected to 18%). During follow up with the reporter, they stated that the patient recovered from the event on an unspecified date in the month after the month of onset of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous cycling peritoneal dialysis (ccpd) therapy. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. Thirty days after the onset of the peritonitis, the patient's peritoneal dialysis (pd) catheter was removed. No further information was provided regarding the outcome of the peritonitis event. No additional information is available.